Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of manufacturing history found no evidence of product nonconformance. The appearance and location of the wear, together with the provided radiographs, suggests that the bearing was likely hanging and articulating over the anterior edge of the tibial tray for a significant period of time. The root cause of the event is most likely suboptimal positioning of the tibial tray, but original post-primary radiographs would be required to confirm.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported the patient underwent a left revision procedure approximately eight years post-implantation due to a fractured polyethylene bearing. The polyethylene bearing was removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay the correct product return date.